Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
A notification via received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient endured bilateral lower extremity edema and cytomegalovirus infection. The patient was on direct oral anticoagulants due to prior pulmonary embolism but was given small effusion post endometrial biopsy. This was held off. Swelling worsened even after starting lasix and stopping amlodipine. The patient continued on treatment dose intravenous ganciclovir. The patient was on support until bridged to transplant.

Manufacturer narrative:
The investigation for the reported limb ischemia and infection has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and infection could not be determined.